Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had recently started using the insulin pump. The customer reported low blood glucose levels of 40mg/dl and high blood glucose levels of 400mg/dl during the first day using the insulin pump. The customer reported that things were better afterwards but maintains that she is still confused as to the cause of those fluctuations in blood glucose levels. No additional info was provided.